Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was used in performing a percutaneous coronary intervention (pci). During procedure, it was noted that the balloon ruptured at 8 atm. The procedure was completed with a different device. No patient complications were reported.